Manufacturer narrative:
H4: device manufacture date: 02/22/23 to 02/23/23. The actual device was not available; however, one companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was tested and placed onto a sample luer. The unit fit the luer correctly and no disconnection issues were observed. Visual inspection determined there was no damage observed on the companion sample. Functional and pressure testing was performed. The companion samples were determined to meet functional performance specification requirements. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. One day prior to the peritonitis diagnosis, the caregiver reported the minicap seal didn't not seem tight on the transfer set, further specified as "they did not seem secure and was very easily opened". The caregiver tried a second minicap from the same batch and had the same issue. The third cap was tried on a dummy transfer set at their clinic. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.